Event description:
On (B)(6) 2009, the patient reported that on (B)(6) 2009 while she was changing the insulin cartridge of her infusion device, she retracted the piston rod and her device made a "squealing noise." She said she was using a lithium battery and was advised to only use alkaline. She changed to an alkaline battery, and successfully completed the 'cartridge change' process, but the device sounded funny during the prime. Her device worked without issue until this morning when she changed the cartridge again. Her device is making the funny noise and will not display the 315 so she can complete the 'cartridge change' process. The patient was instructed to insert a new battery, but the issue continued. The patient switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.